Manufacturer narrative:
The reason for this revision surgery was the patient presented with pain. The length of in vivo service was 7 years. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 5 prior complaints reported against this part; summary of investigations: 2 for evaluation, 2 for fit, 1 unknown. This is the first complaint against this lot number. This event and revision surgery is the result of the surgeon's decision to replace the knee insert after 7 years of patient use. The surgeon observed wear of the poly insert after reviewing an x-ray of the patient's joint. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint pain not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - patient experienced pain. Upon x-ray and due to the age of the implant, the surgeon determined worn poly and decided to replace it.